Event description:
Crd_992 - valved grafts pas. Pl5215 - 127 (r740299301, r740305701). It was reported that on (B)(6) 2022, a 23mm masters mechanical heart valve was successfully implanted. On (B)(6) 2022, transthoracic echocardiogram (tte) showed high amount of fluid in pericardium around the whole heart. Hematoma behind the right ventricle which was pericardial tamponade and treated with tamponade decompression with surgical intervention. After the pericardial tamponade was drained patient received heparin until discharge on (B)(6) 2022, the patient had c-reactive protein and leukocytosis elevation. Antibiotics were administered/adjusted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of hematoma resulting in pericardial tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas. Pl5215 - 127 (B)(6) it was reported that on (B)(6) 2022, a 23mm masters mechanical heart valve was successfully implanted. On (B)(6) 2022, transthoracic echocardiogram (tte) showed pericardial tamponade which was treated with tamponade decompression with surgical intervention. After the pericardial tamponade was drained patient received heparin until discharge on (B)(6) 2022, the patient had c-reactive protein and leukocytosis elevation. Antibiotics were administered/adjusted. The patient was reported to be in stable condition.